Event description:
Admitted with red vad malfunction alarms. Pump stopped during speed change echo. Cause of pump stop was presumed pump thrombus. To or for ligation of outflow graft and removal of driveline. Pt remained stable.